Event description:
During a left sided atrioventricular reentrant tachycardia (avrt) ablation procedure, during the second transaortic approach to advance the catheter via the descending aorta resistance was felt. A guidewire was inserted but no resistance was felt. A angiogram to rule out a dissection was not able to be done due to the retrograde approach. The patient was stable and the case was cancelled and rescheduled after healing.

Manufacturer narrative:
The reported event of an insertion difficulty could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.